Event description:
Device returned for analysis with report that "family describes episodes of appearing "oversedated" then periods of withdrawal." Dye study attempted - unable to access. Follow up with hcp revealed the patient's family was not happy with progress of patient. The family felt the patient had periods of lethargy and tightness but hcp was unable to find a cause related to function of the pump. Pump residual volumes were accurate and no rotor study was done. Patient has undergone a long observation/evaluation process. A second opinion was obtained and this hcp attempted to do a catheter study but was unable to access the port. Patient's dose was reduced in anticipation of explant of pump per family choice. Pump explanted. Patient outcome post explant not reported.